Event description:
When attempting to remove a staple from my scalp, I was subjected to intense pain due to the staple being 'twisted' as was described by the doctor. Two different nurse practitioners attempted removal and were unable to remove without causing me intense pain. A doctor was finally called in and I was given 2 shots of lidocaine to help with pain as she struggled to remove the staple. It had to be removed in 2 pieces. No idea. FDA safety report ID # (B)(4).